Event description:
It was reported that this patient was hospitalized due to ventricular tachycardia (vt). The patient experienced vt around 160 beats per minute (bpm) which was properly detected by their subcutaneous implantable cardioverter defibrillator (s-ICD). However, it was noted there suddenly was t-wave oversensing which resulted in capacitors charging. The delivered shocks were not effective in stopping the arrhythmia (two shocks were delivered and still the patient remains in vt). Technical services (ts) was consulted, and x-ray imaging was recommended to verify shock vector and heart mass coverage. Other considerations from a clinical point of view include medication or other electrophysiology (ep) methods to manage monomorphic vt (mvt) burden. No other adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was hospitalized due to ventricular tachycardia (vt). The patient experienced vt around 160 beats per minute (bpm) which was properly detected by their subcutaneous implantable cardioverter defibrillator (s-ICD). However, it was noted there suddenly was t-wave oversensing which resulted in capacitors charging. The delivered shocks were not effective in stopping the arrhythmia (two shocks were delivered and still the patient remains in vt). Technical services (ts) was consulted, and x-ray imaging was recommended to verify shock vector and heart mass coverage. Other considerations from a clinical point of view include medication or other electrophysiology (ep) methods to manage monomorphic vt (mvt) burden. No other adverse patient effects were reported.